Event description:
It was reported the drill broken during drilling of the patient's distal radius. The broken piece of the drill did not remain in the bone. No broken pieces were left behind in the patient. This report is related to report number 3025141-2022-00374 for the other drill involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two drills were received for evaluation. The products were visually inspected under magnification. Upon inspection, the flutes of both drills showed twisting and a fracture at the tip of the drill. The broken tip portions were not returned. The angled, fractured surface appeared dull and brittle, indicating a single excessive torsional load applied to the drill. The drill tips were measured to determine the locations of fracture. The drills measured 4.955 inches and 5.08 inches, indicating that approximately 0.795 and 0.67 inches broke off the drill tips respectively. Per the instructions for use (pkgi-24-n), instrument breakage or damage may occur when an instrument is subjected to excessive loads, excessive speeds, dense bone, improper use or unintended use. Based on the information received, and due to unknown procedural conditions, the root cause could not be determined.